Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging port of the pump was blocked with debris making it difficult to charge and that the pump touchscreen display was difficult to see. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.